Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be safe.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached and bent. There were marks from the handle assembly process noted on the handle cannula. Dimensional inspection was performed and the handle cannula, the 2 in 1 active cord connector, the active cord insert, the finger ring assembly, and the cable were all found within manufacturing specifications. The complaint that the handle cannula detached was confirmed. In addition, the handle cannula was likely bent due to the detachment of the handle cannula. However, the investigation fails to determine a definite or potential root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the handle cannula detached. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be safe.